Event description:
It was reported an angio-seal device was deployed in 2003. Review of the pre-deployment femoral angiogram by the physician revealed the puncture site was below the bifurcation and into the femoral profunda artery; there was a possible area of blockage and it was possible an intimal dissection occurred at the puncture site prior to placing the angio-seal device. The pt returned to the hosp with symptoms of lower extremity claudication in 2003 and underwent balloon angioplasty of the occluded vessel. Sufficient arterial blood flow was established and the pt is reportedly recovering.